Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (his father) alleging his onetouch ultra2 meter was displaying an inaccurately high result compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated 5 minutes prior to the alleged issue starting, the patient felt a 'loss of balance.' On (B)(6) 2012 at 10:30pm, the reporter stated the patient obtained a reading of '78mg/dl' on his lfs meter. Within 30 minutes, the reporter stated ems obtained a reading of '51mg/dl' on their meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=30% or <=30mg/dl obtained within 30 minutes of each other. The reporter stated the patient used a combination of oral medications to manage his diabetes. The reporter claimed the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. The reporter stated the patient was treated by ems on (B)(6) 2012 at 10:45pm, with 'oral medication for diabetes.' It is unclear if the patient was given oral medication for diabetes or glucose tablets. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The cca noted the patient was using an approved sample site at the time of testing. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. Based on the information provided, this complaint is being reported as an adverse event because the reporter stated ems obtained a severely low blood glucose reading from the patient and therefore the patient required treatment from a healthcare professional.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.